Event description:
User received discrepant alkaline phosphatase results for one patient sample. The sample initially reported 11 u/I with a data flag indicating it was outside of the absorbance range. The sample repeated as 12 u/I and repeated as 112 u/I on a different analyzer. The erroneous patient results were not reported, therefore, no treatment was received. The field service representative determined the cause to be a dirty incubation bath. The bath was cleaned and a batch exchange was performed. Ultrasonic mixers were cleaned and reaction cells were replaced. Performance tests were performed and within specifications.